Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an unrelated surgical procedure after the ipg no longer communicates. Troubleshooting did not resolve the issue as the ipg does not enter a bondable state.

Event description:
Additional information received indicated, surgical intervention may occur at a later date to address the issue as the patient is recovering from an unrelated surgery.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Correction: section b1 ¿ type of report: adverse event added correction: section b2 - outcomes attributed to adverse: (other serious (important medical events) added correction: section h1 - type of reportable event changed to serious injury the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Based on the information received, the cause of the reported incident is consistent with user error.